Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: from the journal article, it was found that six patients who were implanted with znn nails required revision surgery due to implant cut-out. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis : root cause determination using the rmw: lag screw migration due to incorrect lag screw design results in cut out. Not possible - a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Failure of surgery due to use of the device not compliant with defined indications. - not possible. The znn system was used for the defined indication. Failure of surgery due to wrong selection of components or use in combination with device outside the znn cmn system. - possible, as no product identification numbers were provided, it cannot be excluded, that the zimmer biomet components were combined with competitors products. Though it is to be assumed, that the surgeon used the zimmer biomet nailing system as intended. Conclusion summary: we consider the following statement from the journal article as most probable root cause: "tad (tip-apex distance) was the major predictor of cut-out, even though these findings are deeply related to the technical skill of the surgeon." The article is mentioning other studies which confirm the correlation between cut-out and tad degree. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive other source documents for review. X-rays was received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that six patients were implanted a unknown znn nail trauma implant(catalogue number unknown) on an unknown side (exact date not reported) and the patients underwent revision surgery on unknown date due to implant cut-out.